Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare loop would not come out from the sheath. Reportedly, the plastic sheath was either the sheath was too long or the wire of the snare was too short. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results: flare detached.

Manufacturer narrative:
(B)(4) flare detached. Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter was slightly kinked in the extreme of the strain relief and the wire was also kinked in the same location. In addition the device has 2 kinks near to the distal section. There was evidence of the flaring process performed during manufacturing. Functional testing could not be performed due to the flare detachment. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A device history record (DHR) review was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.